Event description:
On (B)(6) 2020, I had to have required pelvic surgery to remove jnj synthes hardware that had broke and also became loose. During the surgery, dr. (B)(6) was not able to remove the broken screw in my pelvis nor two washers. The reason why I had to have this surgery is because I was having significant pain and internal scarring due to the broken and loosening jnj synthes screws that had been implanted on (B)(6) 2019 to fix my torn pubic symphysis. The pain in my pelvis due to the faulty jnj synthes hardware started happening about 6 months after my surgery, however due to covid occuring in march, I wasn't able to actually have my hardware removal surgery until (B)(6) 2020. I have been in significant pain since and am in physical therapy to rehabilitate my pelvis and stomach muscles. I am at a risk for herniation. Since I am only (B)(6) years old, I contacted jnj synthes to help me understand why their devices failed and if I will need to have additional invasive, painful and internally scarring creating pelvic surgery. I also have to get CT scans (additional radiation) due to this device failure. However, unfortunately, I was not able to get any help from synthes which is why I am reporting this to the FDA. FDA safety report ID# (B)(4).